Manufacturer narrative:
H6: investigation summary: a photo was received by bd for evaluation. A quality engineer was able to review the photo of a venflon I 20g from lot number 13033360 regarding material number 391591 with the reported issue of ¿catheter defective / damaged¿. Based on the photograph defect cannot be confirmed. The device history review of lot number 3033360 with material number 391591 was checked and there was no quality notification found on this lot from its production date to its dispatch on date. The investigation and simulation were carried out on 25 retention samples where the investigating team has visually tested the samples for catheter defective / damaged and no defect was found in the retention samples. The exact root cause can only be determined if we receive the original sample.

Event description:
It was reported that tip of the bd venflon¿ pro safety was damaged. The following was received from the initial reporter: tip for venflon I 22g was damage.

Manufacturer narrative:
The manufacturing location for this product is bawal, india. This site is not registered with the FDA. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tip of the bd venflon¿ pro safety was damaged. The following was received from the initial reporter: tip for venflon I 22g was damage.